Event description:
The boston scientific excelon transbronchial aspiration needle was inserted into the biopsy port on the bronchoscope. Scrub tech unable to apply suction to syringe to aspirated fluid. There was a small bend noted at the distal end of the device. Troubleshooting was performed, and suction was still not working on the syringe. Opened another aspiration needle and had no issues with it. FDA safety report ID# (B)(4).